Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching above 400 mg/dl. Symptoms reported include nausea and uncontrollable vomiting. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. At the hospital, the patient was given nausea medication and was placed on an intravenous therapy of fluids and insulin. The patient was released the same day when the bg's returned to normal range. The pod was discarded.